Event description:
Information received from the field notes that during a routine follow-up, loss of capture was seen with no back-up pulses. The patient was pacemaker dependent and a temporary wire was passed to protect the patient. The initial ECG lost capture without back-up for 13 pacing cycles. The physician elected to upgrade the software in order to avoid loss of capture during the measured data tests.